Event description:
Rn found patient's IV tubing line leaking onto crib sheet. Tri-fuse extension set was leaking parenteral nutrition (pn) and lipids. The patient's blood sugar was checked and founded stable. The patient remained stable throughout the event. The tri-fuse was removed from the patient and sent to stat room for evaluation. A new line setup was completed. The tri-fuse was leaking from tubing part where all 3 lumens come together before it is connected to a filter.

Event description:
Rn found patient's IV tubing line leaking onto crib sheet. Tri-fuse extension set was leaking parenteral nutrition (pn) and lipids. The patient's blood sugar was checked and founded stable. The patient remained stable throughout the event. The tri-fuse was removed from the patient and sent to stat room for evaluation. A new line setup was completed. The tri-fuse was leaking from tubing part where all 3 lumens come together before it is connected to a filter.